Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that the patient had psychiatric issues that made his allegations unreliable. The unit functioned well on all in-office testing.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was defective and it was replaced but did not remember the reason for the replacement. The patient was indicated for urinary incontinence/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if there were any symptoms related to the issue, the cause of the defective ins and the troubleshooting done related to the issue. If additional information is received, a follow up report will be sent.